Event description:
It was reported that there were stimulation difficulties. There were difficulties in adjustment and induction of paresthesia in vertical position on the left inferior limb concerned by the pain. There was an absence of stimulation in upright. The patient needed to lay down for the stimulation. The patient was being monitored for improvement. If no resolution of the problem a re-implant of new surgical electrode would be considered. Patient symptoms included pain at an unknown location. Other actions included reprogramming. It was unknown if the event was related to the procedure or device. The event was ongoing with no more therapeutic actions planned. The patient¿s status was alive with injury. The patient was reprogrammed on (B)(6) 2013. Additional information received reported impedances were normal. The patient had an external electric shock in cardiology a few days prior.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, implanted: (B)(6) 2010, product type: lead (B)(4).